Event description:
The complainant reported that during impella 5.0 placement, the patient experienced high purge pressure requiring initiation of the tissue plasminogen activator protocol. The device was explanted, and the procedural outcome was the patient survived.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that during impella placement, the patient experienced high purge pressure requiring initiation of the tissue plasminogen activator (tpa) protocol. The device was explanted, and the procedural outcome was the patient survived.

Manufacturer narrative:
Data logs showed the purge pressure gradually increasing and the purge flow decreasing with occurrence several "purge pressure high" alarms. The purge pressure continued to remain elevated until the date of the reported tpa protocol. Blood was found in the purge gap. When the pump was connected with returned purge cassette, the purge pressure was elevated but no alarms occurred. The pump was then run, and the purge pressure decreased. In conclusion, it was determined that the cause of the high purge pressure was biomaterial buildup occluding the purge gap.